Event description:
The customer contact reported a tubing separation. Prior to patient use, the tubing separated from the filter inlet when the tubing was tugged. Though requested, no additional information was provided.

Manufacturer narrative:
The device is exepcted to be returned for investigation. It has not yet been received.